Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an event of leakage with three infusion sets as the infusion set tubing was leaking at site after being used for one to two hours. Patient's blood glucose level at the time of event was reported to be 200 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.